Event description:
During a follow up phone call the customer stated that they experienced high blood glucose. The customer stated that every 6 to 8 weeks they have an uncontrolled high blood glucose event. The customer stated that after 20 hours and 93 units of insulin they drove themselves to the emergency room. Their blood glucose at the time was 449 mg/dl and they were dehydrated. They were placed on IV. On another event, the customer was in the endocrinologist's office and even the doctor could not explain the cause of the high blood glucose. The customer's blood glucose at the time of the phone call was unknown. Troubleshooting for the high blood glucose was offered but the customer declined. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.